Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation verified and reproduced the reported issue.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml), and one to the right (mtmr). The replaced component has been returned to intuitive surgical, inc. (Isi) for evaluation, however, failure analysis investigations have not been completed. Once failure analysis investigations have been completed, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. No further review is required as the logs were reviewed/analyzed as part of the isi tse and/or isi fse's investigation. This complaint is being reported because system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure being converted or aborted. Although there was no patient injury reported, if this issue were to recur, it could cause or contribute to an adverse event. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to control arms with the right master tool manipulator (mtmr). The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed an error 23030 pointing to the mtmr in the logs. Troubleshooting was performed, however, the issue persisted. The surgeon was able to control all arms with the second surgeon side console (ssc). The procedure was completing as planned with no reported injury.